Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that a ar-2923ps suture anchors eyelet broke. This occurred during a bankart repair the surgeon was tensioning the suture for the pushlock anchor and all of a sudden the suture was no longer in the drill tunnel. The surgeon pulled the anchor out and noticed that the eyelet had broken and the suture would not remain in the eyelet. All fragments were retrieved and the case was completed using a new ar-2923ps suture anchor from a different lot. There was no patient effect reported. Additional information provided on 12/14/2021 : a ar-2923ds was used to prepare the bone socket. The bone quality of the patient was good.